Event description:
Event description guidant received information that while attempting to implant this left ventricular lead, the whisper guidewire's tip broke off inside the lumen during the wire exchange. A new wire was then inserted into the lead; however, the wire was unable to be advanced. The lead was withdrawn from the patient and flushed, which at that point, the wire tip was expelled from the lead. The lead was replaced and returned for analysis.